Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The initial date of the event occurrence was reported as an unknown date in (B)(6) 2015 or (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was blood backing up into the IV tubing causing clotted blood in the tubing. This occurred while the bag was hung to gravity and during patient transport. There was no report of patient injury or medical intervention associated with this event. No additional information is available.